Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was noted to have white film on the male luer after the cap was placed on the end of the set. This malfunction occurred after infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.